Event description:
Patient presented to the physician with swelling at the ipg site. Physician prescribed antibiotics (clindamycin) on (B)(6) 2020 to address small hematoma. The patient returned to the physician with persistent irritation at the ipg site. The physician prescribed antibiotics (bactrim) (B)(6) 2021. Persistent irritation continued and the physician explanted the device on (B)(6) 2021. Cause of irritation unknown.